Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to ER and was subsequently hospitalized on (B)(6) 2024. Patient was also admitted to the ICU. Blood glucose at the time of event was 568 mg/dl. Patient was also found positive for ketones. Patient was treated with IV and fluids of saline and insulin. Patient was released fom the hospital on (B)(6) 2024. No further information was available.